Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion is described in product IFU). Evaluation conclusion: known inherent risk of procedure (occlusion is described in product IFU). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were successfully implanted in the rca during the index procedure. Two weeks post index procedure, two endeavor devices were implanted in the 2nd obtuse during a staged procedure. An angiographic complication of abrupt vessel closure occurred during the implantation of the second device during the staged procedure.